Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) situation was identified which occurred in 2009 during drain cycle 4. The patient's ultrafiltration reading was 1376ml, indicating the home patient (hp) drained 1376ml more than their programmed fill volume of 2000ml. This information gave a total drain volume of 3376ml which meets iipv criteria. No patient injury or medical intervention was reported. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. Product surveillance contacted the nurse two months later. According to the nurse the patient received her new device and has resumed therapy, however, continues to occasionally feel full during cycle 3. The nurse is aware that the patient has had excessive drains. The nurse advised she has checked the programming and everything seems to be fine.

Event description:
The account alleges that the brakes would not hold on this bed.

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of iipv/over-delivery.

Manufacturer narrative:
Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty of increased intra-peritoneal volume (iipv). The assignable cause of iipv was determined to be insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the min drain volume threshold. The device will be routed to the service area. CAPA is currently open for the reportable malfunction of iipv / overdelivery.